Event description:
It was reported the atw35 was used during a laparoscopic appendectomy. It was reported the device was initially used on the measoappendix and worked fine. It was reloaded with a white cartridge and applied to the base of the appendix. When fired the device did not cut or staple. The device was reloaded again and the same thing happened. A new device was opened to complete the case. There was no consequence to the pt.